Manufacturer narrative:
Customer stated that there was no service order created for this repair. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has a problem with the screen lock. Customer stated she had just come on shift and cannot unlock it by pressing the unlock screen button. She was told that day shift said it would unlock intermittently. She brought a backup pump to the bedside and was walked through switching the patient over. There was no harm to patient.